Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received readings of 38 mg/dl,125 mg/dl,160 mg/dl, and 130 mg/dl within ten minutes. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.